Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified in the distal superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.